Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, an insulation abrasion was noted on the right ventricular lead. The lead was not used and a new lead was implanted. The patient was in stable condition.